Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced high blood glucose (bg) levels ranging from 471 to 632 mg/dl and moderate to large ketone levels. The cause of the high bg was unknown. Customer drank fluids and administered a manual insulin injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional.